Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825. H3) a manufacturer representative went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the electromagnetic (em) interface was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The analysis concluded that the em interface was received with a broke lemo connector. The em interface was not functional and had electrical failure. Codes: b01, c02, d02 h6) multiple annex a codes were submitted. Annex a code, a0902, applies to rfr code nav2033 and annex a code, a1102, applies to rfr nav4123. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a breakout box on site with a complaint attached to it stating "caused flashing icon on the [navigation system]". No visible damage to breakout box. No further information available at time of call. No patient present. Troubleshooting was performed, the field representative attempted to replicate the issue for this case by going to the registration screen on this system and found that system gave a "breakout box fault. (Bob)" the rep also plugged-in the a tracer probe for the system and received no leds on the bob or any indication of the bob receiving power. The rep reported that the connection point between the bob and the bob cable was physically loose (moves approximately 5 centimeters) but did not completely fall out. The bob was noted to require replacement.